Event description:
It was reported that while pre-loading the proximal end of a 3.5x15 nc trek rx balloon dilatation catheter (bdc) over the distal tip of a pilot 50 guide wire, outside of patient anatomy, when the guide wire was passing proximally through the distal portion of the nc trek rx balloon, resistance was felt; resistance was also felt when retracting the trek bdc over the pilot 50. Reportedly, the same pilot 50 guide wire was used with a non-abbott bdc in completing the procedure. There were no adverse patient effects. Reportedly, this issue contributed to a clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported resistance during advancement and withdrawal was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.